Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0 x 40 135cm mustang¿ balloon catheter was advanced for dilatation. However, upon inflation at below rated burst pressure, the balloon ruptured. The device was completely removed and the procedure completed with a different device. No patient complications were reported and the patient's status was stable.